Event description:
It was reported that supraventricular tachycardia (svt) episodes were inappropriately diagnosed as ventricular tachycardia (vt) by the implantable cardioverter defibrillator (ICD) resulting in inappropriate shocks. The patient was scheduled for a svt ablation procedure the next day. No programming changes were made as the patient received the ablation procedure and the physician opted for time to heal. No changes were anticipated at this time. No other issues were observed. The patient being monitored remotely, was doing well and was in stable condition.